Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that communication error b30 occurred during a diagnostic endoscopy involving an olympus gastrointestinal videoscope. As a result, a procedure delay was reported. No patient injury was reported.